Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was oversensing, varing lead impedances, and unipolar noise was present. The physician is still determining how to handle this and the patient is still being monitored. The lead is still in use. No patient complications were reported as a result of this event.